Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jan/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed the deflation. Device has been explanted.

Event description:
Healthcare professional additionally reported "390cc device overfilled to 475."

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified device patch with catalog number 68-390 and fluids in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.